Event description:
Through journal article "textured versus smooth tissue expanders: a comparison of complications in 3526 breast reconstructions", 3526 tes were analyzed (1456 textured and 2070 smooth) in patients undergoing two-stage postmastectomy breast reconstruction. Healthcare professional reported complications (in textured tes, smooth tes respectively) including hematoma (1.7%, 2.5%), seroma (4.9%, 5.0%), "infection/cellulitis" (4.3%, 6.4%), "malposition/rotation" (0.5%, 1.6%), and te exposure (0.6%, 1.6%). Healthcare professional also reported ¿mastectomy skin flap necrosis¿ (7.8%, 5.7%) and ¿mastectomy skin flap necrosis requiring revision¿ (3.2%, 2.7%), which are not device-related. Affected sides, manufacturers, and status of the devices are unknown.

Manufacturer narrative:
Article citation: nelson, j. A., rubenstein, r. N., vorstenbosch, j., haglich, k., poulton, r. T., mcgriff, d., stern, c. S., coriddi, m., cordeiro, p. G., mccarthy, c. M., disa, j. J., mehrara, b. J., & matros, e. (2024). Textured versus smooth tissue expanders: a comparison of complications in 3526 breast reconstructions. Plastic and reconstructive surgery, 153(2), 262e¿272e. Https://doi.org/10.1097/prs.0000000000010600. Continued e.1. Facility name: (B)(6) center. The events of "seroma-late", "exposure", and "cellulitis" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿infection/cellulitis¿; ¿te exposure¿; seroma.